Event description:
It was reported that a tubing set was primed prior to initiation of bypass with: 100ml 20% humanalbumin, 150ml of red blood cell concentrate and 100 ml dousol with 2mmol/1 k+; at the start of the bypass procedure, the gas flow was set to 0.61 and an o2 value of 60%. The blood values at the start were: act (activated coagulation time) >330sec., bga (blood gas analysis) - online measurement o2; 240 mmhg and co2; 45 mmhg. Two minutes after initiation of bypass, the blood values for o2 were 120 mmhg and co2 was 45 mmhg with a blood flow rate 50% of the cardiac output. The gas flow rate was then raised to 2l and the o2 value to 90%. Still, the o2 saturation of the online bga measurement continued to drop to a level of 40 mmhg po2, with a blood flow rate 100% of the cardiac output. During the incident there was no unusual elevation of p1 (pressure before oxygenator) and p2 (pressure after oxygenator). The device was exchanged and the procedure continued without add'l complications. (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.